Event description:
Patient on continuous cycling peritoneal dialysis (ccpd) in picu. Standard treatment. Was on cycle 7 of 12. Leak was noticed at drain line on baxter low recirculation volume automated peritoneal dialysis (apd) set with cassette by picu rn. Dialysis nurse was paged and arrived to picu. Noted kink in cassette and visible leakage from line patient line was clamped immediately. Nephrology was also notified and made aware. Cell culture and intraperitoneal (ip) antibiotics started prophylactically. Cell count resulted fluid clear, 1 white blood cell (wbc) and 19 neutrophils. Pt afebrile. Pt mother was updated. On-call nurse inspected supply of low recirculation cassettes that remained on the unit. Some were also noted to be defective. Entire case was pulled and will be sent back to baxter. Lot # h19g12058, exp# 2024-07-12.